Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 0.9, lab: 2.2. Pt's therapeutic range: 2.5-3.0 inr.